Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that they experienced a return of symptoms. When they turned up their stimulation to 1.85 they felt the tingling sensation but the therapy was not working for their pain since the implant. They had also experienced intermittent burning at the implantable neurostimulator (ins) site and lead sites periodically since implant. The patient also had a burning sensation at their left arm that went all the way up their back since the implant and this sensation made them cry out at times. The pain in the patient's right leg with stimulation on was horrific. On (B)(6) 2015 the pain was so bad that all the patient could do was lay down. The stimulator was implanted for pain in the patient's right leg. The patient was indicated for lumbar radiculopathy and spinal pain. No troubleshooting, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that, as a step taken to resolve the lack of effect/pain/burning symptoms, was that there was a readjustment of the programming. The patient was told the person doing the programming that they were still in severe pain but the response was "you are not going to be without pain." The patient expected much better results than they had gotten. The issues had not resolved and the pain had gotten much worse. They still had burning where the ins was and also where the wires are implanted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information was reported from the patient via the manufacturer representative. The patient had recently moved. A standard reprogramming was performed to try to optimize therapy, but therapy was not meeting the patient's needs. The patient is therefore considering explant. A health care professional (hcp) appointment was set up for (B)(6) 2016. It was clarified that the issue was not directly related to a specific component. The patient's complaint was a lack of pain relief from the system. There were no reported environmental factors associated with the event. It was reported that an explant was planned by the patient. It was not confirmed if a surgery was scheduled. Follow-up with the manufacturer representative reported that they had no further information was the patient was determining and discussing their options with their spouse.